Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator pressure sensor mismatch error code occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete. During the evaluation of the device at third-party service center, no device errors were found. There is no documentation of what caused the reported device issue. Additionally, the vanity cover is damaged, and the detachable battery door is broken. The muffler assembly, blower assembly, and machine flow sensor need to be replaced.

Event description:
The manufacturer received information alleging a ventilator pressure sensor mismatch error code occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.